Manufacturer narrative:
Please retract this report 2017865-2014-09536, the same issue was reported on 2017865-2014-10071 with model 1258t/86 and serial number (B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture due to dislodgement during the implant procedure. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.